Manufacturer narrative:
The pump alarmed button error and had no button response due to a corroded keypad trace. The pump was received with a cracked display window, a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip, a missing end cap sticker and a bleeding lcd glass.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose level was 6.7 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.